Manufacturer narrative:
The hill-rom technician found the CPR not pulling the valve. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2011 and 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the CPR bolt to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the CPR was not working. The bed was located in the ICU. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).